Manufacturer narrative:
Updated d4 and h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012342653); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012286106); product type: 0195-heart valves;  select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this evolutfx-29 transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed using a 20 mm non-medtronic balloon. Upon initial deployment of the valve, poor expansion was observed. The valve was recaptured. Another bav was completed using a 20 mm non-medtronic balloon. The expansion issue did not resolve on the second deployment attempt. The valve was recaptured again and withdrawn from the patient. A pre-implant bav using a 22 mm non-medtronic balloon was performed and evolutfx-26 valve was successfully implanted in the patient. No patient complications were reported as a result of this event.